Event description:
Complainant alleged that during incoming inspection of the product, screen displayed a "bridge test fail" message. The complainant indicated that there was no pt involvement in the reported malfunction.